Manufacturer narrative:
Other text: b3. Date of event is unknown. Device evaluation: one device was received. A visual inspection found a non-OEM top case and cracked right plunger case. A review of the event history log found no evidence of a primary audible alarm post. During the functional testing, the customer reported issue was unable to be duplicated and the speaker was found to be working correctly. No fault was found with the pump. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the pump displayed a primary audible alarm. Patient involvement unknown.